Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, the jaws wouldn't open. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that manipulation of the instrument input wheels opened and closed the jaws of the instrument as intended. An observation not reported by the site is that the distal end of main tube has various scratch marks with light material removal. Scratches are approximately .150 - .232 in length and not aligned with the tube axis. It was concluded that the damage was likely due mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, if to recur, could cause or contribute to an adverse event.